Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer stated that the alarm occurred after a battery change. Customer's current blood glucose reading is 100 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to moisture damage and keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.